Event description:
It was reported that during a laparoscopic robotic hysterectomy procedure, upon insertion of the trocar it hit the patient's aorta and vena cava. The procedure was converted to open. No other details were provided. The patient is recovering.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: did the surgeon insert the trocar? What was the patient's position upon entry? Was this the primary port? What was the entrance point of the trocar? Was the trocar under visualization? Was the patient's anatomy normal? What was the entrance point of the trocar? Did the surgeon insufflate prior to insertion? How familiar is the user with this technique? Please explain the chain of events after the aorta and vena cava were punctured? Patient's sex, age, and weight? Pre-existing conditions? What is the patient's current status? Is the patient expected to have a full recovery? Was the intent to pull a bladed trocar for this procedure? (Asking to rule out the possibility of the user believing a non-bladed trocar was opened.) The following information was obtained: when the incident occurred (unable to confirm who inserted the trocar) a vascular surgeon was immediately called in to mitigate the situation. She was advised the patient was still alive and another surgery was planned for weeks later. To her knowledge the patient has remained in the hospital. She is unaware of the patient's current status. Ees risk manager spoke to the account's risk manager and she indicated the hospital investigation is still ongoing. They have not determined there were any quality issues with the trocar that resulted in this event. The hospital did confirm the patient is fine; however, no further details will be provided to ees until their investigation has been closed. The device was not sequestered. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.